Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the occurrence taking place before the implantation of the device and implanting the device at an off-label location have been ruled out as potential causes. The implanting clinician had difficulty implanting the lead due to the patient's body positioning during the procedure. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect surgical technique as the patient's positioning was not ideal for the implant procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
During an scs implant the device was not able to be implanted as the doctor was unable to advance the electrode array midline. The electrode array kept advancing ventral. The patient was under anesthesia for 30-45 minutes and the patient recovered from anesthesia without any issue. There will be another attempt to implant when the patient decides to reschedule.